Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's ipg had reached end of life and was no long able to communicate with external devices. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-00337, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott neuromodulation.

Event description:
Additional information indicates the allegation is against a competitor device.